Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 99 mg/dl. The customer was asked if they recalls any significant events leading to the alarm. The customer said none. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider per instructions. The patient was advised that the insulin pump need to be replaced.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. The insulin pump was received with cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.